Manufacturer narrative:
UDI : (B)(4). It was reported that a communication failure occurred during the marker registration process followed by a shut down of the robot. A full analysis of the data logs has been performed. This analysis concluded that a controller error occurred when the robot arm was about to be driven to home position leading to a communication error and the shutdown of the device. As the error was not logged in the controller errors log, then the root cause for the issue cannot be determined.

Event description:
The event occurred as the field service engineer was getting ready to begin the marker registration process. The fse and the surgeon placed five marker reference points on the planning section of the rosa software. He then clicked on the registration tab on the rosa software and chose the marker option. When the pointer probe installation and calibration screen was presented on the rosa monitor, he went to grab the pointer probe and attach it to the rosa arm. The surgeon pointed out the communication failure message that appeared on the rosa monitor. The rosa robot proceeded to shut down. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.